Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a dog was treated with synthes vet 2.0 plate and screws, postoperative the plate was broken. It was reported that on; (B)(6) 2014, the dog had fallen from the sofa at home and hit the table on the way down and end up with a block limp. The surgery occurred two days later and the dog had a buttress bandage and was in cage until the date of surgery. The fracture was reduced but hard to move into the perfect position due to the closeness to the joint and tension in tendons. On a return visit on (B)(6) 2014 for a check, it was determined that the situation was good. There was an additional return visit on (B)(6) 2014 as the dog was again experiencing a severe limp. On (B)(6) 2014, it was confirmed that the plate was broken. There were no special events that took place prior to the dog walking around inside when he suddenly acquired severe limp. The dog was scheduled for surgery (B)(6) 2014 for a transfixation. The plate was then removed. This plate is exactly the same plate type that the surgeons experienced earlier complications with. No human involvement. This is a veterinary case that involved a male; (B)(6) dog. This report is for 2 of 2 complaint (B)(4).

Manufacturer narrative:
Device used in a veterinary case. No patient information will be reported. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.